Manufacturer narrative:
This report was identified as part of the remediation effort reviewed with the FDA center of (B)(6) on 3/30/16. This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. (B)(4) evaluated the device and the reported condition was confirmed. The assignable root cause was determined to be due to improper/faulty care and maintenance, which is user error, misuse, and / or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and repair, it was observed that the compact air drive device had a blocked trigger. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.